Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code e333 (touch panel error) was confirmed, but no specific cause could be identified. The phenomenon was resolved by power cycling the unit. After power cycling the unit, the error no longer occurred. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center had an e333 touch panel error. The issue was found prior to the diagnostic nasal endoscopy. The procedure was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus, the olympus representative (rep) spoke with the customer to resolve the issue. The rep advised the customer to power cycle the unit which resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.